Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle and cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received deployed. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 365 pulses. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were found that would cause the needle to deploy early.